Manufacturer narrative:
A ge rep performed an on site investigation. The xray tube was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system reverts to the preparation stage after a few minutes of fluoroscopy xray. No report of pt injury.